Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert was triggered, with a warning for high pacing impedance. Multiple high-rate non-sustained episodes showing apparent noise were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.